Manufacturer narrative:
(B)(4). Associated products : item#:42512600412; articular surface fixed bearing (cps) left 12 mm; lot#: 64556729. Item#:42540000029; all poly patella cemented 29 mm diameter; lot#:64775163. Item#:42500005801; femur cemented (ps) narrow left size 5; lot#:64557779. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2020 - 00265. 0002648920 - 2020 - 00467. 3007963827 - 2020 - 00267.

Event description:
Patient was revised two days post-initial left tka due to a fall and wound dehiscence. Subluxation of the patella was noted on x-ray. Additionally, disruption of the medial collateral ligament attachment on the tibia occurred. It is unknown what caused patient to fall.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. It was reported that a 53-year-old female with left knee osteoarthritis underwent elective primary left total knee arthroplasty. The patient was getting up out of the bed the night of surgery and fell, subsequently hyper flexed left knee, causing subluxation of patella and disruption of prior surgical repairs. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. The patient had increased bmi of 31.37 and was hours from post tka. On post of day zero, the patient has the highest risk for post procedure complications, such as falls due to the administration of anesthesia, which patient was noted to have spinal anesthesia. Pain medications such as narcotics and other forms of analgesia are normally given in recovery and continued during hospitalization to reduce and control patients post-operative pain. It can be presumed the patient had been given such medications. As anesthesia and pain medications can have multiple side effects causing confusion, dizziness, nausea, alteration in sensation which increases patients risk for a fall. Tka patients are at risk for falls due to the recent procedure itself, with the surgical procedure causing weakness, inability to stand or ambulate without assist or assistive device immediate post op. It was noted fall occurred during the night while in the hospital, patients have a known higher risk of falls at night due to disorientation from waking in unfamiliar place, as well as lighting can impact patients¿ ability to visualize pathway for ambulation. As the reported fall is procedural related event, which led to the adverse outcomes reported, it can be concluded that the fall is unrelated to the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.